Event description:
The pt was having an mr procedure. She was prepared for a breast examination using the breast coil 7 channel. When the operator moved the pt support into the bore, the pt hit the bore and broke her rib.

Manufacturer narrative:
Conclusions: the investigation found, it is most likely, that the broken rib was the result of the MRI scan preparation process. This is directly related to the movement of the pt into the bore. The fact that the pt has osteoporosis may have contributed to the injury. However, it is always the responsibility of the operator to position a pt in such a way that no pt body parts, device accessories, or cables get stuck or caught during table movement. The movement of the pt into the system is done via continuous operation and thus can be stopped immediately when needed by the operator. The instructions for use already contain extensive warnings related to this matter. The system was within specifications.